Manufacturer narrative:
(B)(4). No visual inspection was performed as no sample was returned for analysis. No console or case data was provided for this investigation. A copy of an x-ray was provided, along with a short video clip showing the blue bulls eye. Vps r and d performed an analysis of the information provided. During the analysis they noted the following: the chest x-ray was taken several days after the PICC was placed. At the time of placement, a blue bulls eye was obtained. It is possible at the time of chest x-ray the PICC could have migrated over those several days, which is studied in literature and known to happen. The variability in the chest x-ray could have been due to the patient's position being different from when the PICC was placed and the position of the x-ray tube could have been at a different angle. With this limited information, it is difficult to conclude that anything is wrong with the vps g4 device. Vps r and d concluded "with the information on hand, this deep PICC tip would most likely due to the variability in the chest x-ray itself. At the time of the placement of the PICC it was in the lower 1/3 svc caj, indicated by the maximum p wave and the velocity of the doppler". A device history record review was performed and did not reveal any manufacturing related issues. The report the catheter tip was deep even though a blue bulls eye was achieved was confirmed by a review of the customer-supplied x-ray and case video. It was determined that operational context caused or contributed to this event because the deep PICC tip was most likely due to the variability in the chest x-ray itself. At the time of the placement of the PICC it was in the lower 1/3 svc caj, indicated by the maximum p wave and the velocity of the doppler.

Event description:
The customer reports a PICC was placed several days ago and achieved a sustained blue bull's eye. The nurses on the floor ordered an x-ray for some reason. Despite the bulls eye the x-ray shows the tip to be pretty deep with the patient lying flat and not taking a deep inspiration.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a PICC was placed several days ago and achieved a sustained blue bull's eye. The nurses on the floor ordered an x-ray for some reason. Despite the bulls eye the x-ray shows the tip to be pretty deep with the patient lying flat and not taking a deep inspiration.